Manufacturer narrative:
Standard bariatrics originally submitted 3012481535-2018-00001 within the required 30 day timeframe. The MDR was inadvertently sent to the pre-production account due to a link provided by the esg helpdesk for an issue with our production account. The file is being submitted (B)(6) 2018 to the esg production account to correct this error.

Event description:
The standard clamp, disposable was being used in a sleeve gastrectomy procedure to grasp and clamp the stomach. The physician opened the clamp jaws and was unable to fully close them by activating the trigger on the handpiece (jaws closed partially). The user manually closed the jaws and removed the device from the trocar. The device was replaced with a new standard clamp, disposable and the procedure was completed without any patient consequence. No adverse event occurred.